Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown agc tibial component, catalog #: ni, lot #: ni, unknown agc tibial bearing catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-00974.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, decreased activity, femoral component loosening and tibial bearing wear approximately 9 years post-operatively. All components were removed and replaced with another knee system. Attempts have been made, however, no additional information is available.